Event description:
A report that the patient's precision system was explanted was received. No additional information is available.

Manufacturer narrative:
The devices were not returned for evaluation. A review of the manufacturing documentation found no anomalies or deviations potentially related to the event occurred during the manufacturing process. This is the final report.